Manufacturer narrative:
The customer reports that they are unable to transfer patients from a bedside to a tele monitor from this central nurse's station (cns). When they attempt to do so, the patient doesn't get transferred in the system and all of the previous data that was present on the bedside gets lost. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reports that they are unable to transfer patients from a bedside to a tele monitor from this central nurse's station (cns). When they attempt to do so, the patient doesn't get transferred in the system and all of the previous data that was present on the bedside gets lost. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported they were unable to transfer a patient from a bedside monitor (bsm) to a transmitter from this central nurse's station (cns). When attempting to do so, no patient transfer would occur and the previous patient data present on the bsm would be lost. No patient harm was reported. Investigation summary: the issue of the patient transfer failure was resolved after technical support (ts) walked the customer through rebooting the cns and performing a device change. The customer stated that the cns had not been rebooted within the previous 90 days. The operator's manual states that the cns should be rebooted every 90 days to prevent instability of the system. The issue was resolved without correction or repair of the device. The root cause of the patient transfer failure is likely related to lack of preventive maintenance. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A quality issue has not been identified for the reported issue and device. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1: 03/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 04/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported they were unable to transfer a patient from a bedside monitor (bsm) to a transmitter from this central nurse's station (cns). When attempting to do so, no patient transfer would occur and the previous patient data present on the bsm would be lost. No harm or injury occurred.